Manufacturer narrative:
(B)(4). The customer report of a separated tubing was confirmed through investigation of the returned sample. The customer returned the stopcock and tubing as part of the anchoring device. The entire anchoring device was not returned for analysis. No definite signs of use were observed. Visual analysis revealed that the tubing of the anchoring device was separated. The point of separation appeared smooth and uniform. Adjacent to the separation point, the tubing appeared scratched and slightly pinched. A tug test confirmed that the tubing was secure and intact within the luer hub within the stopcock. The manufacturing facility confirmed that the damage was consistent with a supplier defect. A device history record review was performed based on a potential lot from sales history and no relevant findings were identified. Further investigation has been initiated under teleflex's quality system by the manufacturing site to further investigate this issue. Based on the customer description, sample received, and information from manufacturing facility, the supplier likely caused or contributed to this event. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
Customer reported "this was a severed arterial line. The arterial line was placed in the operating room and became severed in room on (B)(6) 2023 at 00:30." The patient's condition is reported as fine. Additional information was requested but was not available at the time of this report.

Event description:
Customer reported "this was a severed arterial line. The arterial line was placed in the or and became severed in room on 8/5/23 at 00:30." The patient's condition is reported as fine. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).